Event description:
It was reported that a transmission of the implantable cardioverter defibrillator (ICD) device showed weird signals on the rv tip to rv coil electrograms. The device remains in use. It was also reported that the right ventricular (rv) lead alerted for high impedance on the superior vena cava (svc) coil. Additional testing determined the svc was fractured and it caused noise on the rv coil. The svc coil was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and analysis observed noise on the egm (electrogram) waveforms. Rv lead integrity warning occurred (B)(6) 2014 for svc defibrillation impedance greater than 200 ohms. Beginning week of (B)(6) 2014, svc coil lead impedance measured 254 ohms with earlier impedances at 57 ohms. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).